Event description:
It was reported that the patient's pacemaker was in backup mode. The patient's conditioin was unknown.

Event description:
New information indicated that the device was successfully restored from the backup mode. The patient condition was stable.